Event description:
It was reported to vyaire medical that the bellvista1000 us showing alarm 316-blower failure during an engineer scheduled inspection. Furthermore, was no patient involvement associated with this event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Vyairemedical informed customer to cross check the unit with a good known blower, perform the blower test and send the logs for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. However, customer reported that they have replaced the blower and the unit was working properly within specs. The root cause was determined due to user fault - lack of maintenance / filter exchange combined with not reacting on blower temperature alarms.